Event description:
During service, the baxter repair technician reported a fail code 812:02, which occurred when the device was powered on. The hospital representative stated that ther have been no reports of any patient incident involving this pump since the last baxter service event.